Event description:
It was reported that biomed stated that the arctic sun device failed calibration error 80(water check time out - unable to reach calibration temperature) expected value was 6, actual was 27. Failed mixing pump they requested a quote for 2000-hour service. Per wo changes on 19mar2024, it was reported that they ripped the molded y tube when attempting to replace the mixing pump. Advised that they might want to send the device in for the service at this point. Stated they wanted to order and replace the molded tube on their own. Per follow up information received via mail on 08apr2024, it was reported that they replaced the mixing pump and the tubing that they accidentally punctured. They ran a calibration with the calibration box and the unit was now back in service. No patient harm was reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device failed calibration error 80(water check time out - unable to reach calibration temperature) expected value was 6, actual was 27. Failed mixing pump they requested a quote for 2000-hour service. Per wo changes on (B)(6) 2024, it was reported that they ripped the molded y tube when attempting to replace the mixing pump. Advised that they might want to send the device in for the service at this point. Stated they wanted to order and replace the molded tube on their own.